Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. The same cartridge was ultimately successfully filled. The customer's blood glucose level was 300 mg/dl.